Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose had been high at lunch that day, so the customer changed the site and treated with a manual injection. The blood glucose reading at the time of admission was 600 mg/dl. The customer was treated with intravenous insulin and fluids. He was wearing the insulin pump at the time of admission and it was removed when he walked in. The drive support cap appeared normal and recessed. The customer declined further troubleshooting. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The reservoir was replaced but not returned for analysis.